Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient complained of pain so ultrasound done on the (B)(6) 2025. No dvt present. (B)(6) 2025 dressing removed line flushed and swelling appeared on the inner anti cubical area. Line removed and found a split which was inside the patient. Patent referred to plastics. Extravasation. Prescribed antibiotics and steroid cream. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a large circumferential split in the catheter tubing. No details of the split could be discerned from the returned photograph, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient complained of pain so ultrasound done on the (B)(6). No dvt present. (B)(6) dressing removed line flushed and swelling appeared on the inner anti cubical area. Line removed and found a split which was inside the patient. Patent referred to plastics. Extravasation. Prescribed antibiotics and steroid cream. No other information was provided. Additional information provided 02/07/2025: line inserted (B)(6)2024 (rejs1175) on the (B)(6) after infusion stopped, there was a sudden onset of swelling on the right elbow causing a delay in treatment. Medication: paclitaxel. The fractured PICC line was noticed on (B)(6)2025 when my colleague from interventional radiology reviewed the line. PICC line was broken @ 11cm. Which was inside. The exit site was 7cm. Chemosuite noted on the (B)(6) a swelling of the right arm inner antecubital area, swollen and painful (medial epicondyle). I advised to request ultrasound of the right arm. Nurse consultant referred to plastics and also applied ice pack on the affected area plastics reg advised flucloxacillin and 5x injections of n/e/s/w and central hyaluronidase. I believe the antibiotic was to treat cellulitis as well. Ultrasound of right upper arm= (B)(6), xr of right elbow- (B)(6) patient was seen today in chemosuite by trust lead chemotherapy nurse no sign of the small blisters and swelling seen last week. There is still lots of discolouration. She complained of tender when she put her arm down or lean on it. Still complain of neuropathy. The event resulted in delayed therapy due to a need to investigate. A new PICC line was inserted on (B)(6)2025 @ interventional radiology. PICC secured with securacath.